Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set had flow issues during the priming process. The following information was provided by the initial reporter: "rn informed manager today that the alaris IV tubing would not work. When she went to prime it, everything was fine but it would not flow freely.".

Manufacturer narrative:
No product or photo was returned by the customer. It was reported by customer that "she went to prime it, everything was fine but it would not flow freely", could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 and lot number 22049281 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set had flow issues during the priming process. The following information was provided by the initial reporter: "rn informed manager today that the alaris IV tubing would not work. When she went to prime it, everything was fine but it would not flow freely."